Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the posterior tibial vessel. A 185cm journey guide wire was advanced to cross the lesion. However, it was noted that the tip of the wire broke off in the vessel. An attempt to snare the detached tip was done but it was unsuccessful. The detached tip was left inside the patient's body. No patient complications were reported and the patient's status was fine. The device was returned for analysis. The guidewire shaft, bonds and the shaft were examined for any damage. The guidewire shaft was separated approximately 3cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.